Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072721.

Event description:
It was reported that the patient experienced increased pain to the right cervical spine and occipital area following a cervical scs implant. Xray revealed that leads had slipped into gutter of the epidural space. The patients leads were replaced and disposed.